Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between july 17, 2023 and july 18, 2023. H11: the actual device was received for evaluation. A visual inspection noted a brown particulate matter (pm), measured to be 0.25 square mm in size. The pm was embedded in the material of the tubing line and was not in the fluid path. The particle was identified to be pet (polyester terephthalate) material via ftir test (fourier-transform infrared spectroscopy). Pet can potentially be embedded in the material of the tubing line during the manufacture of the tubing line. The reported condition was verified. The cause of the condition was manufacturing related, however, since the pm was not in the fluid path, it is unlikely to cause harm. This issue does not impact the sterile pathway. Pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter in the tubing. This issue was described as impurities found inside the tubing of the elastomeric pump. This was observed during the compounding process prior to patient use. There was no patient involvement. No additional information is available.